Manufacturer narrative:
The index procedure was performed on the left talar dome on (B)(6) 2018. No intra-op complications were reported during the index procedure. Upon return to clinic for a follow-up visit on (B)(6) 2018, subject reported increased discomfort to the top of left foot, where the physician¿s assistant suspects a morton¿s neuroma. The patient was treated with steroid injection, 3rd metatarsal web-space, left foot. The event was reported on 03 dec 2018 and initially evaluated as unrelated to the device or the procedure and as a worsening of a pre-existing condition. Patient history also includes traumatic rupture of the left posterior tibial tendon, initial encounter. The patient returned for a follow up and reported significant worsening of pain and decreased mobility, onset (B)(6) 2019. This event was reported to zimmer knee creations on 12 mar 2019. The patient presented with moderate swelling and increased pronation and deformity. The event was also re-evaluated and found to be possibly related to procedure and implant. This is a pre-existing condition that has worsened in intensity and is on-going. An MRI was ordered to rule out posterior tibial repair. The MRI results presented no full-thickness tear the ptt, stable prominence of the spring ligament and hindfoot valgus on comparison radiographs suggesting ptt dysfunction, and interval subchondroplasty in the talar dome with a marked amount of marrow edema surrounding the operative bed. The complaint engineer reviewed the additional information received in march 2019. The information was related to a worsening condition of suspected morton's neuroma of the midfoot. The clinical observation identified the mid foot as being a pre-existing condition. The product was not returned for the investigation, as it remains implanted in the patient. The DHR for finished goods lot was reviewed, and no anomalies related to the complaint condition were noted.

Event description:
Clinical study subject (B)(6) experienced increased pain.

Manufacturer narrative:
Clinical study subject underwent the initial subchondroplasty procedure on the left talar dome on (B)(6) 2018 along with a synovectomy. Two ccs of accufill were injected and divided between talar dome zones 3, 5, 6 & 9. There were no intra-operative complications reported. Upon return to clinic for a follow-up visit, the subject reported increased discomfort to the top of left foot, and the patient was treated with steroid injection. The event was initially evaluated as unrelated to the device or the procedure and as a worsening of a pre-existing condition. At an additional follow-up, the subject reported significant worsening of pain and decreased mobility, onset (B)(6) 2019. The subject was presented with moderate swelling and increased pronation and deformity. The event was evaluated as moderate in intensity and possibly related to procedure and implant. This is a pre-existing condition that has worsened in intensity and is on-going. An MRI was ordered. Once additional information becomes available about the reported event, a supplemental report will be submitted.

Event description:
Clinical study subject (B)(6) experienced increased pain after scp.